Event description:
Boston scientific received information that this patient developed a hematoma within the pocket of the implantable cardioverter defibrillator (ICD). The pocket hematoma was evacuated. The source of bleeding was found to be a tear in the pectoral muscle which was caused by the ICD header digging into the pectoral muscle. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No other adverse events have been reported. This product issue will be updated if additional information is received.